Event description:
While consumer was using rollator caller states the wheel broke. Her son says she went to emergency room and had x-rays done. She was advised of a sprained lower back from the emergency room son advised that she has pain and bruising. Son states she was advised she has a fracture in her lower back and that she is to follow up with a chiropractor regarding her CT scan.